Event description:
Situation: potassium 20meq/100ml primed and programmed to run as a secondary at 1816. Primary rn noted drips in primary tubing upon starting. Primary rn used "clamps" to clamp the primary tubing and restarted the drip. She saw a "bubble" in the secondary drip chamber and assumed it was functional. At 7p during handoff when the primary rn went to check the potassium (as patient was to receive another 20meq of potassium), it was noted that pump was running, and the bag of potassium was still completely full. The pump never beeped. Background: patient s/p (¿status post¿) avr/mvr (aortic valve replacement/ mitral valve replacement) received from or direct at 3pm to sicu. Multiple drips running, plan to replete electrolytes beginning with potassium. Patient went into vt (ventricular tachycardia) 3 times during his recovery. The first 2 times his aicd (automated implantable cardioverter defibrillator) fired and broke the vt. Amio bolus given with plan for amio drip. The third time he was sustained vt in the 170's with no aicd fire. His pressure began to drop however he was still awake and responsive. Ccu fellow at bedside as CT pa was called. Patient was shocked with external defibrillator and paced rhythm returned however patient was pulseless. CT pa at bedside, code called compressions started by pa and one amp of epi given. Second amio bolus given. Roc at 649pm. Patient was awake and responsive minutes afterward. Handoff to oncoming rn at bedside when potassium was noted. Action: when it was noted it did not infuse the potassium was removed and replaced into the pump and when start was pressed the pump began to run without alarm while there were no drips in the chamber. The pump was removed and sequestered, and the potassium was restarted on a new pump without issue. Result: the pump was sequestered and an rl to be placed. Primary rn reminded to be sure drips are falling in the chamber as is prompted when any IV pump is started. The secondary tubing was unclamped, she knows because when she noticed it wasn't running, she double checked that first as that is usually the culprit. She is assuming that the primary was infusing properly. The attending after the code noted that the potassium was relatively unchanged, and patient's internal defibrillator programming not being set low enough to shock.